Event description:
Customer's family member reported that in 2004 the customer felt low. They received a reading of hi (>500 mg/dl) on the freestyle meter when testing on the forearm. Twenty units of insulin was administered based on this reading. The family members tested immediately afterward with a result of 35 mg/dl. These freestyle comparison results differ by more than 20% and meet the manufacturer's definition of a malfunction. The customer's family members treated customer with fruit and almonds, 3 cans of grape juice, and a coke.